Manufacturer narrative:
Follow-up #1 date of submission 05/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/22/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be worn; however the symbols were legible. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok and down arrow keypad buttons were intermittently unresponsive. This keypad button response issue allegedly became progressively worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.